Event description:
It was reported to philips that the heartstart mrx defibrillator intermittently failed the defib test for pads in opcheck. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.